Event description:
It was reported that during the implant attempt, the suture sleeve was missing from the lead. The patient's x-rays did not indicate that the sleeve was in the patient. The lead was removed and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and there was no anchoring sleeve. It was also noted that there was blood in/on the helix mechanism. The analyst noted that there was no anchoring sleeve was received at analysis.